Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 28 mg/dl. Customer had trouble switching to the basal rate. Customer confirmed that at the time they was in auto mode. The customer elected to turn off auto mode and to turn on the new basal he created. Customer declined to troubleshooting the issue because they knows that it was settings issue. The device will not be returned for analysis.